Event description:
It was reported that a half day infusor had a leak from an unspecified location. This was noticed after the device was filled with desferrioxamine (baxter-compounded solution) and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from september 24, 2014 to september 26, 2014. The device was received and evaluated for the reported event. Visual inspection revealed the device was leaking. Therefore, the reported condition was verified. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.